Event description:
It was reported that right atrial undersensing resulting in inappropriate anti-tachycardia pacing (atp) and inappropriate high voltage therapy was noted on the device. During the event, the patient had ceased taking medication and the physician suspected a relation. Abbott technical support was contacted and the device was reprogrammed. The patient was in stable condition.